Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had ectopy as well as runs of non-sustained ventricular tachycardia (vt). The bedside echo showed septum to be midline and the cannula to be in appropriate position. The patient's epinephrine dose was decreased and started intravenous magnesium and amiodarone bolus. On (B)(6) 2022 the patient echo showed severely reduced right ventricular systolic function and they were given dobutamine for cardiogenic shock. A large pericardial effusion was also seen without obvious signs of cardiac tamponade, as well as a near collapsed left ventricle. This was confirmed with a computerized tomography (CT) and the patient was transferred to the ICU. On (B)(6) 2022 a large volume of bloody fluid was drained from the large anterior pocket above the right ventricle. A sizeable posterior effusion remained, and surgical drainage was recommended. Patient's hemoglobin levels remained stable above transfusion threshold. The patient also received 1 unit of packed red blood cells on (B)(6) 2022.

Event description:
On (B)(6) 2022 the patient was experiencing low flow alarms and was hypovolemic. On (B)(6)2021 the patient's left ventricular assist device (lvad) speed was decreased which improved the patient's right heart failure. The patient was weaned off of dobutamine on (B)(6) 2021. The patient's pericardial drain was pulled on (B)(6) 2022 after the pericardial effusion resolved. The patient had been experiencing right heart failure prior to lvad implant. A device related issue was not reported to have caused or contributed to the right heart failure the patient was experiencing. The patient was stable as an out patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia, right heart failure, bleeding, and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia, right heart failure, bleeding, pericardial fluid collection, hypovolemia, and cardiogenic shock could not conclusively be determined through this evaluation. The patient remains ongoing with hm3 lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.